Event description:
(B) (4) peripheral cutting balloon registry. This is the same patient as reports 2134265-2009-04315 and 2134265-2009-04318. It was reported that in (B) (6) of 2004 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The lesion was described as arteriovenous fistula (avf). The vessel was non-tortuous. The lesion was non-calcified and restenotic post pta. This lesion was 4mm in diameter and 15mm long with 75% stenosis before treatment. After treatment, stenosis was reported as 0% and the lesion morphology was concentric tight stenosis. The first patient follow-up visit was in (B) (6) of 2004. The target lesion was patent. There were no adverse events, or interventions since the procedure recorded at this visit. The patient had a follow up visit in (B) (6) of 2005. Although the target lesion was patent at this visit, a conventional angioplasty of the target lesion was performed in (B) (6) of 2004 after angiographic restenosis was noted.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis.